Event description:
User experiencing erratic sodium results for over 200 patient samples since 2008. The following four patient examples were provided which occurred in the same month. Initially gave 129 mmol/l; repeat gave 136 mmol/l. No adverse events reported in association with the incorrect results. The field service representative determined the cause to be a problem with the calibrator. On a follow-up visit the field service representative replaced reference electrode and pinch valve tubing. Also increased spring tension on the electrode block. Performance tests were performed.

Event description:
User experiencing erratic sodium results for over 200 patient samples since 2008. The following four patient examples were provided which occurred in the same month. Initially gave 131 mmol/l; repeat gave 139 mmol/l. No adverse events reported in association with the incorrect results. The field service representative determined the cause to be a problem with the calibrator. On a follow-up visit the field service representative replaced reference electrode and pinch valve tubing. Also increased spring tension on the electrode block. Performance tests were performed.

Event description:
User experiencing erratic sodium results for over 200 patient samples since 2008the following four patient examples were provided which occurred in the same month. Initially gave 121 mmol/l; repeat gave 130 mmol/l. No adverse events reported in association with the incorrect results. The field service representative determined the cause to be a problem with the calibrator. On a follow-up visit the field service representative replaced reference electrode and pinch valve tubing. Also increased spring tension on the electrode block. Performance tests were performed.

Event description:
User experiencing erratic sodium results for over 200 patient samples since 2008. The following four patient examples were provided which occurred in the same month. Initially gave 128 mmol/l; repeat gave 136 mmol/l. No adverse events reported in association with the incorrect results. The field service representative determined the cause to be a problem with the calibrator. On a follow-up visit the field service representative replaced reference electrode and pinch valve tubing. Also increased spring tension on the electrode block. Performance tests were performed.